Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and the right ventricular (rv) lead was capped with both being replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia. Upon device interrogation, the right ventricular (rv) lead exhibited increased and high bipolar thresholds and the implantable pulse generator (ipg) exhibited premature elective replacement indicator (eri). The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.